Event description:
During a scheduled robotic assisted myomectomy, the uterine manipulator broke while inside of the patient's uterus. The patient was not harmed and this did not affect patient care. The manipulator was removed by first assistant surgical tech. All pieces were visualized as intact and then discarded. A new manipulator was obtained and placed in uterus with no issues. (B)(6).